Manufacturer narrative:
(B)(4). Batch # t93623. Investigation summary: the device was returned with the jaws misaligned. Upon inspection under magnification of the jaw it was noted that the retention pins that holds the jaws in position were bent. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaw prevented the functionality of the device. The instrument was unable to fully cycle open and close. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that the doctor was performing an unknown procedure, using an el5ml clip applier and two nslg2c35 enseal instruments. At some unknown point in the procedure, the jaws of the clip applier wouldn't close completely. A second like clip applier was used to continue with the procedure. The jaws of the enseal instrument wouldn't open after ten minutes of usage, at some unknown point in the procedure. A second like enseal instrument was tried and, after ten minutes of usage, the jaws of the instrument wouldn't open. A third like enseal instrument was used to complete the procedure. There were no patient consequences reported.